Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.2b: procode is krd/hcg. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section d.6a: implant day/month/year: the implant date is not known as the date of the procedure is unknown. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Coil compaction is the decrease in interspaces between the loops of the coils, which leads to smaller coil mesh. Return of blood flow into the aneurysm due to coil compaction may increase the risk for aneurysm rupture and possibly require additional intervention. In this case, the event resulted in aneurysm recanalization which required a surgical intervention to preclude further patient complications. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from a literature source and the following citation was reviewed: hosomoto k, kuriyama m, hirotsune n, terasaka k. Endovascular coiling for a ruptured middle cerebral artery-lenticulostriate artery bifurcation aneurysm suspected to be a pseudoaneurysm: a case report. Nmc case rep j. 2024 oct 11;11:267-272. Doi: 10.2176/jns-nmc.2024-0102. Pmid: 39479471; pmcid: pmc11524614. On an unknown date, the 43-year-old female patient underwent an endovascular coil embolization to treat a pseudoaneurysm on the right middle cerebral artery (mca) 13 days after onset. A 3.5mm x 7.5cm galaxy g3 xsft coil (glx123575 / lot# unknown) was used along with a 2mm x 3cm target nano (stryker) and 1.5mm x 2cm target nano (stryker). Recanalization of the aneurysm was observed 26 days after onset. At 34 days after onset, a second coil embolization procedure was performed using coil from another manufacturer. Six months after onset, angiography confirmed that the aneurysm maintained good occlusion status. The patient has recovered from hemiparesis through rehabilitation. Per the physician¿s comment: the recanalization is thought to have occurred due to the movement of the coil within the lumen of the pseudoaneurysm. Considering that early recanalization of pseudoaneurysms can occur after coil embolization, careful monitoring is deemed extremely important.